Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) was incorrectly measuring the patient's premature ventricular contraction (pvc) as atrial fibrillation episodes. No intervention was performed.